Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection and urinary problems. It was also reported that the patient experienced urinary retention and underwent excision of the transvaginal tape sling on (B)(6) 2006. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/09/2016. It was reported that following insertion the patient experienced urinary frequency, nocturia, urinary urgency, urge incontinence, and vaginal burning sensation.

Event description:
It was reported that following insertion the patient experienced urinary frequency, nocturia, urinary urgency, urge incontinence, and vaginal burning sensation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.